Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during in a procedure to treat gastroesophageal varices performed on (B)(6) 2025. During the procedure, the device was unable to release. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during in a procedure to treat gastroesophageal varices performed on (B)(6) 2025. During the procedure, the device was unable to release. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection, which revealed that the handle was free of damage. The slack had been properly taken up, and there was clear evidence that the loop was secured to the post. During functional testing, the handle successfully rotated 180 degrees, and an audible click was confirmed. However, the ligator housing was not returned for analysis. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction." The reported event of bands unable to deploy was not confirmed. The returned device showed no damage to the handle upon inspection. However, the ligator housing was not included for analysis. It was determined that failure to follow the device's instructions for use could result in improper band deployment during the procedure. Based on all gathered information, the probable cause selected is failure to follow instructions.